Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: visual inspection of the pump found evidence of moisture in the battery compartment. A leak test was performed and the pump was found to be leaking from the cartridge compartment. When the pump was opened moisture was observed on pump¿s vibration motor. The pump vibratory alarm was found to have failed due to the moisture in the pump. Unrelated to the complaint, the display screen was observed to be faded and discolored. Also unrelated, the audio bolus button was found to be intact but was unresponsive to button presses.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that during a battery replacement, corrosion was observed in the battery compartment. The reporter confirmed that there was no damage noted to the battery compartment. The reporter stated that there was also fogginess on the lower corner behind the display screen, and indicated that the pump was exposed to water when showering and swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.